Manufacturer narrative:
Unavailable for eval at this time due to pending litigation. Please see attached owner's manual page regarding transfers. (See add'l scanned page).

Event description:
The end user alleges he went to reposition himself bearing his weight on the armrest of the chair when the armrest broke resulting in a fall. The end user sustained a fractured left leg.